Event description:
It was reported that the customer stated that there was a crack from the lower left corner of the display all the way to the battery compartment and the bottom of the reservoir. The customer stated that she dropped her insulin pump on wood flooring. The customer's blood glucose was around 150 mg/dl. The customer also mentioned the off no power alarm and an absence of the low battery alert as well as a motor error alarm during basal delivery. Troubleshooting for the motor error alarm was done. Customer was able to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.